Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error movement in hall sensor. Customer's blood glucose level was unknown. Customer reports they were able to clear the alarm and able to rewind the pump. Assisted with performing displacement test and test pass. After doing a self test the insulin pump received a pump error hardware low level failures. Customer was advised to monitor the insulin pump and requested that not to exposed insulin pump to strong magnetic sources to prevent error. The device will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. . No unexpected pump error 130 alarms or pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. The motor was tested outside of the device and passed.